Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case there was surgical intervention to treat the thrombosis. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 21 mm pericardial aortic valve was explanted due to occlusion of right coronary artery caused by thrombus on the same day as implant. The valve was originally implanted for aortic valve replacement to correct aortic stenosis due to native bicuspid valve. The patient¿s annulus and valsalva sinus were narrow, however a 21 mm valve was chosen under consideration for preventing expansion of valsalva sinus. Stent post was positioned close to the ostial of right coronary artery due to native bicuspid valve. There was no problem with weaning off from bypass. After closing chest and the patient was transferred to ICU, blood pressure decreased and occlusion of right coronary artery due to thrombus was detected. The valve was explanted and thrombus was removed. The valve was replaced with another 21 mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient condition was reported as ¿under treatment¿ at ICU.